Manufacturer narrative:
This report is a response to MDR report # (B)(4). Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. The device has not been returned for examination at this time, therefore a visual and functional evaluation could not be performed, and device failure cannot be confirmed. A device history review was performed for the reported lot number with no similar complaints reported from the same batch. The complaint information has been logged into our complaint database for trending purposes. Complaint # (B)(4) was assigned to this report.

Event description:
Per the original reporter to uf/importer report #: (B)(4), it was documented that "g-tube was found to be dislodged from infant's abdomen. Upon inspecting the mini button, the balloon was deflated. Tried to reinflate the balloon with sterile water and the balloon wouldn't hold water."